Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient took part in MRI investigation of soft tissue in total hip arthroplasty study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. It was further reported that patient experienced elevated metal ion levels, a limp, pain, hip fatigue and bursitis. MRI showed an acetabular cup inclination outside the safe zone. The patient also underwent a left total hip arthroplasty on (B)(6) 2013. There have been no reported revisions for either side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "material sensitivity reactions," and "loosening or migration of the implants can occur."

Event description:
It was reported that patient took part in MRI investigation of soft tissue in total hip arthroplasty study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. It was further reported that patient experienced elevated metal ion levels, a limp, pain, and bursitis. MRI showed an acetabular cup inclination outside the safe zone. The patient also underwent a left total hip arthroplasty on (B)(6) 2013. There have been no reported revisions for either side.